Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. The customer was able to load a new cartridge to address the issue. The customer reported a blood glucose level of greater than 500 mg/dl with moderate ketones. The customer's spouse was able to assist in administering a correction bolus via the pump to address elevated blood glucose level.